Event description:
Caller reports back to back results on a neonate of 31mg/dl on inform system #1 compared to results of 59mg/dl on inform system #2. Caller reports quality controls were in range. No adverse event reported. Caller reports no strips to return; replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system #1. Please see medwatch with a1 pt for suspect device in inform system #2.